Event description:
A cartridge change error was reported in the customer's pump. There was no reported impact to the customer¿s blood glucose level. Technical support instructed the caller to inspect the cartridge and pneumatic tap areas. After following all provided instructions, the error persisted with a second cartridge. As a result, a replacement pump was arranged, and the customer opted for multiple daily injections as a backup therapy. The customer was informed about the return process and acknowledged the instructions for putting the pump into storage mode before returning it.